Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones as a result of an alert on the remote monitoring system. The patient was seen for a follow up and it was noted that there was an increase in shock impedance measurements which were out of range on the right ventricular (rv) lead, and a revision was going to be done for the high voltage lead alert involving this rv lead. It was noted that at the implant poor sensing was seen, but the system was still implanted. No adverse patient effects were reported. Additional information noted that a revision took place and a new lead was implanted with no issues. The rv lead was explanted and will be returned. The device remains implanted. No additional adverse patient effects were reported.